Manufacturer narrative:
H.6. Investigation: one photo of an open 32g x 4mm pen needle carton containing pen needles was returned from lot. No. 9324034, cat. No. 320562. Visual examination of the returned photo was carried out and it was observed that some pen needles had no teardrop labels attached. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo returned and the fact no physical samples were returned this cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced molding defects -short shots on the outer cover. Product defect was noted prior to use. The following information was provided by the initial reporter: ultrapro microfine needle box 4 ml - half of the box does not have a protective cover: lot 9324034 -- 320562. Would it be possible to confirm whether this defect caused any user incident? No, no user incident. What action was taken following this incident? Recovery and exchange (not re-billed) of the needle box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 100 box fr experienced molding defects, short shots on the outer cover. Product defect was noted prior to use. The following information was provided by the initial reporter: ultrapro microfine needle box 4 ml, half of the box does not have a protective cover: lot 9324034, 320562. Would it be possible to confirm whether this defect caused any user incident? No, no user incident. What action was taken following this incident? Recovery and exchange (not re-billed) of the needle box.